Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If a device is received, a supplemental report will be filed. E1: telephone extension (B)(6).

Event description:
The incident involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch plum set. The reporter stated that the cassette was found deformed and causing leakage. The event was noted during infusion. Drug name was unknown. There was no drug exposure to patient or healthcare provider. There was patient involvement and there was no patient harm in the event.

Manufacturer narrative:
Received two photos from the customer showing the packaging and a warped cassette. Received one used 123390488 primary plum set for inspection. The cassette was bent and deformed as received. The set was leak tested per product specifications. There was leakage from the weld of the cassette. The reported complaint of leakage and a bent cassette can be confirmed. The probable cause is due to excessive heat during transportation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 05dec2023.